Manufacturer narrative:
Initial and final MDR (B)(4). Device 10 of 10.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced infusion set tubing detached from hub, which caused the patient blood glucose elevated to 400 mg/dl. The patient had ketones. The patient replaced infusion set and resumed insulin successfully. No further information available.